Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set chamber dislodged from the tubing when removing it from the packaging. The following information was provided by the initial reporter: "gravity tube issue on (B)(6) 2023 opened packaging for a gravity set and the chamber dislodged from the tubing... Not used on patient no delay in care"

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. This however is a known issue and the complaint of separation can be verified. The root cause of separation is an improper application of solvent when joining the tubing to drip chamber. The manufacturing team is aware of this and has initiated corrective actions to eliminate further occurrences of this failure. A device history record review for model cm42500e-07 lot number 22109417 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set chamber dislodged from the tubing when removing it from the packaging. The following information was provided by the initial reporter: "gravity tube issue on (B)(6) 2023 opened packaging for a gravity set and the chamber dislodged from the tubing... Not used on patient no delay in care".